Manufacturer narrative:
The change is the following: d.4. Medical device lot #: 8298743. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2018-11-12 h3 other text : see h.10.

Event description:
It was reported that a defective catheter occurred during use with a insyte 18ga x 1.16in. The following information was provided by the initial reporter, "at the time of puncturing the patient, it is observed that the catheter is damaged and causes puncture trauma."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reported lot# 8298749 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter occurred during use with a insyte 18ga x 1.16in. The following information was provided by the initial reporter, "at the time of puncturing the patient, it is observed that the catheter is damaged and causes puncture trauma."